Event description:
Reporter indicated a vns therapy pt wanted the vns therapy system explanted, due to reported pain and discomfort at site. The pt wants the device explanted despite recommendation from physician. Review of office notes from the site revealed the pt experienced an increase in seizures, weakness and dizziness in 2008, at which time the physician disabled the vns. The vns was re-activated at a later date. The pt's pre-vns seizure activity level is unk. The pt was scheduled for explant, confirmation that the explant occurred as scheduled has not been obtained. Good faith attempts to obtain additional info have been unsuccessful to date.